Manufacturer narrative:
The investigation determined that higher than expected vitros k+ and na+ results were obtained from vitros performance verifier control fluid on a vitros 250 chemistry system. The most likely assignable cause of the higher than expected vitros k+ and na+ results is user error due to improper reagent handling. The customer replaced the erf fluid and used new cartridges for both vitros k+ and vitros na+ reagents, followed by re-calibration of the two. Re-calibration returned the vitros products to their expected performance.

Event description:
A customer observed higher than expected potassium (k+) and sodium (na+) results from a vitros performance verifier control on a vitros 250 chemistry system. Pv l1 vitros k+ result 4.98 mmol/l versus expected vitros k+ result 2.97 mmol/l pv l1 vitros na+ result 212.0 mmol/l versus expected vitros na+ result 123.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected k+ and na+ results were obtained when testing a quality control fluid. No patient samples were affected and there was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).